Manufacturer narrative:
H6: investigation summary a photo of this complaint has been received and analyzed by our quality team. The customer's complaint of separation is clearly presented and the complaint has been verified. A device history record review could not be performed because a lot number was not provided by the customer. The separation is clear in the picture and the suspected root cause is a lack of solvent during assembly process but it cannot be confirmed with customer's provided photo alone. H3 other text : see h.10.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing disconnected at the y-site. The following information was provided by the initial reporter: "upon priming bd alaris pump infusion set, tubing at patient y-site easily disconnected. Normally should not disconnect."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing disconnected at the y-site. The following information was provided by the initial reporter: "upon priming bd alaris pump infusion set, tubing at patient y-site easily disconnected. Normally should not disconnect."